Event description:
Home patient (hp) reported multiple incidents of dry minicaps. Noted both prior and after use. Hp reported sponges were a grayish brown in color, however nothing unusual was noted with the package seal. The hp stated they did not note any discoloration of fluid when initiating the drain cycle of their dialysis exchange. No patient injury or medical intervention was reported per hp. Note: the home patient indicated that they are visually impaired.